Event description:
It was reported that the patient underwent an explant procedure due to inadequate stimulation. The explanted device was not returned. Additional information was received that the patient was doing well postoperatively. No further information could be obtained despite good faith efforts.

Manufacturer narrative:
Exact date unknown, event occurred a year prior to the date the manufacturer became aware.

Event description:
It was reported that the patient underwent an explant procedure due to inadequate stimulation. The explanted device was not returned.